Event description:
It was reported that during a moderately tortuous, moderately calcified, 99% stenosed, left anterior descending artery (lad) stenting procedure, after pre-dilatation of the lesion, a xience prime stent was implanted and a proximal edge dissection was noted. Another xience prime stent was implanted to successfully treat the dissection and the procedure was complete. There was no clinically significant delay in the procedure or no device malfunction reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.